Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2010, due to loosening of the acetabular cup and femoral stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2014-00623 & 02763 / 02765).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty and a right total knee arthroplasty on unknown dates. It was further reported patient underwent revision hip procedures on (B)(6) 1983 and (B)(6) 1986 for unknown reasons. Subsequently, patient underwent a right hip and knee revision procedure on (B)(6) 2010 due to loosening of the acetabular cup and femoral stem. Operative notes indicate bowing and eminent fracture of the femur. It was further indicated loosening of the tibial knee component and instability.